Event description:
During an anterior fusion procedure on (B)(4) 2013, the anterior cervical locking plate screw placed on the right side in the most cranial plate hole did not lock to the plate. The screw passed completely through the plate hole and was not agreeable to removal. It was left in the bone. There was no extension of surgery time. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.